Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend when the customer's blood glucose level was not low. The customer's sensor glucose reading was 42 mg/dl but their blood glucose level was 84 mg/dl. The sensor was also reading high at 398 mg/dl but their blood glucose level was 170 mg/dl. The device was not returned.